Manufacturer narrative:
The returned swollen battery investigation is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required. The lcd was found to be cracked, however these cracks did not impact lcd readability or touch functionality. The exact cause of the cracks in the lcd could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen, and the pdm would not turn on. Patient reported most of the time, they charge the pdm with the supplied cable. Patient denied pdm being hot. No allegations of impact to bg (blood glucose) levels or physical harm due to swollen battery.